Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted in the abdomen on (B)(6) 2024. On (B)(6) 2024, the parent reported that on (B)(6) 2024, the patient's sensor fell off. Due to this, the patient was reportedly not able to track her glucose readings leading up to experiencing diabetic ketoacidosis (dka). On (B)(6) 2024, the patient was taken to the hospital as she was throwing up. As per reporter, the mother, she did not know the continuous glucose monitor (cgm) or blood glucose (bg) readings before, nor during the event, as she was not with the patient at that time. She was also not sure who called the ambulance. The parent mentioned that the hospital had given the patient an intravenous (IV) and insulin, the doses were unknown. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. According to the report, information regarding the patient's current condition and how long she stayed in the hospital were unavailable. There was no documentation of further medical evaluation or intervention. No other details were documented. No additional patient or event information is available.